Event description:
The surgeon attempted to implant an aq5010v silicone three piece lens but the haptic bent prior to being inserted. There was no patient contact or injury. The nurse coordinator stated it was unknown as to why the haptic bent. An msi-pm injector and an aq cartridge fp were used but the contact was unable to recall the lot numbers.